Event description:
Literature case. "Mid-term clinical results of the cementless r3 cup and polarstem total hip arthroplasty". Author: ali assaf et al., european journal of orthopaedic surgery & traumatology (2019). It was documented on the paper that a patient developed unresolving groin pain and underwent a revision surgery after 8 years from initial surgery. The intraoperative findings confirmed a chronic hematoma (secondary to concurrent warfarin use fort atrial fibrillation). The acetabular liner and head bearing were revised to xlpe and an oxinium head.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical/medical investigation concluded that per the article, one of the patients developed unresolving groin pain after recurrent mechanical falls (without dislocations and/or ppf) and underwent a revision 8 years post implantation. Reportedly, the MRI showed a collection with pseudocapsule containing mixed signal intensity fluid and synovial debris along with a mild c-rp elevation @ 17mg/l. Reportedly, intra-op findings confirmed a ¿chronic hematoma secondary to concurrent warfarin use for a-fib¿ and the patient has been doing well at latest follow up. Without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
It was reported from a literature review from (B)(6) european journal of orthopaedic surgery & traumatology (2019), on "mid-term clinical results of the cementless r3 cup and polarstem total hip arthroplasty" that the patient developed unresolving groin pain and underwent a revision surgery after 8 years from initial surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted the MRI showed a collection with pseudocapsule containing mixed signal intensity fluid and synovial debris along with a mild c-rp elevation. Reportedly, intra-op findings confirmed a ¿chronic hematoma secondary to concurrent warfarin use for a-fib¿ and the patient has been doing well at latest follow up. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.